Manufacturer narrative:
Analysis was able to confirm the customer comment that there was a malfunction of the programmer touch screen. The calibration test leads were calibrated. The programmer required a software update. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the programmer touch screen. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment that there was a malfunction of the programmer touch screen. The calibration test leads were calibrated. The programmer required a software update. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the programmer touch screen. The programmer was returned to service. There was no patient involvement.